Event description:
Material#: 302832, batch#: 5037245. It was reported by the customer that when they are filled with meds (or even water as we tested) when sent through our tube system to a floor from pharmacy they crack. Verbatim: rcc received a complaint via email. Email(s) attached. Injuries or adverse event: no. Reported issue: we have 6 cases of bd 30ml syringes, catalog # 302832 with lot #5037245 that appear to be defective. When they are filled with meds (or even water as we tested) when sent through our tube system to a floor from pharmacy they crack. Additional info: we noticed this on (B)(6) 2025 and it is the barrel that breaks. I have also included a picture that we submitted with the original email.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
(B)(4) follow up for device evaluation. A report was received indicating that syringes were cracking when transported via a pneumatic tube system from the pharmacy to a hospital floor. To support the investigation, forty-four sealed blister-packaged syringe samples and one photograph were submitted for evaluation by the quality team. A visual inspection was conducted using 10x and subsequently 30x magnification. No defects, imperfections, cracks, or other forms of damage were observed in any of the returned samples. The photograph provided depicted a syringe removed from its blister packaging, with the plunger rod inserted. Notably, the lower portion of the syringe barrel appeared to be missing. A device history record (DHR) review was completed for material number 302832, lot 5037245. The review found no quality issues or deviations during the manufacturing process that could have contributed to the reported condition. There were no associated quality notifications, and all production processes and final inspections were performed in accordance with specification requirements. To date, no similar incidents have been reported for this lot. Based on the investigation and analysis of the photographic evidence, the reported issue was confirmed. However, the condition could not be replicated or verified in the physical samples returned for evaluation.